Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced inaccurate sensor readings that triggered a threshold suspend and high blood glucose value of 25 mmol/l. The customer¿s blood glucose was 7. 6 mmol/l and sensor glucose was 2.2 mmol/l at the time of the event, the difference was outside the acceptable range. Insulin delivery was suspended due to sensor values. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not allege under delivery on insulin pump. The sensor will not be returned for analysis.